Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to dizziness. Device evaluation identified noise on the right ventricular (rv) channel which was oversensed and resulted in pacing inhibition for the pacemaker dependent patient. The device was reprogrammed to a fixed sensitivity and no further inhibition was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit noise, oversensing and pacing inhibition. A revision procedure was performed and the right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.